Event description:
During baxter's functionality testing of a spectrum pump, it failed to display the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the downstream occlusion message, which was reproduced. The time it takes for the message ot display was found to be delayed, and out of specification. The device was calibrated to ensure proper occlusion detection.